Event description:
It was reported that approximately 20 months post implant of a bifurcated device, a infrarenal aortic extension, a suprarenal aortic extension and a limb extension, the patient allegedly had ruptured aneurysm. Reportedly, a computed tomography scan did not reveal an endoleak or any signs of a rupture. The physician chose to explant the devices and treat the patient with a dacron graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event was unconfirmed. Although the device was explanted from the patient due to a suspected perforation/rupture, the incident details reported that a computed tomography scan did not reveal an endoleak or any signs of a rupture. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.